Event description:
It was reported that when the implant was trying to be deploy, dark blue attachment on the device came off and the anchors were immediately defected. Back-up device was available.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.

Event description:
It was reported that during surgery, when the implant was trying to be deploy, dark blue attachment on the device came off and the anchors were immediately defected. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.